Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up, decreased sensing was observed. Externalized conductors were seen via fluoroscopy. The lead was capped and replaced on (B)(6) 2016. Patient's condition was good.